Manufacturer narrative:
This report is submitted on may 04, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported). The patient was re-implanted with a new device.